Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the middle port. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured from may 04, 2019 - may 06, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. A zoomed in area on the photograph observed a leak at the spike port cap. The reported condition was verified. The cause of the condition was not determined. Due to the nature of the returned sample. No functional testing could be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.